Manufacturer narrative:
Device not returned: additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the screen shut off. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the screen of the cardiosave intra-aortic balloon pump (iabp) shut off and the iabp powered off. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, b5, d4(version or model #), g4, g7, h2, h3, h6, h10, h11. Corrected fields: d11. Testing of actual/suspected device (10) : a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse plugged in unit and was able to read fault codes 139 & 118. The fse restarted the unit while plugged in to check startup operation, and was unable to pass the startup screen. In an attempt to fix the issue, the fse replaced the power management board, then the unit started normally while plugged in. However, the battery was not charging. The fse installed new batteries, but the unit was still not charging the batteries. The fse then replaced the cart bulk power supply and power management board and the unit began charging the batteries. The fse left the unit plugged in overnight to verify proper charging. Finally the fse completed and performed a preventive maintenance with all calibration, functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted when our investigation is completed.

Manufacturer narrative:
Additional contact information: (B)(6).